Event description:
The facility reported a colleague infusion pump with failure code 808:02 on channel b. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 on channel b was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty channel b pumphead module. The channel b pumphead module was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.